Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received several shocks. Egms revealed noise on the rv and ra leads. No noise was observed with pocket manipulation. The lead was explanted.